Event description:
The staff has reported problems with the needle retracting back into the syringe (very difficult to push the button). Most of the time it works well. When looking at these, it was noted that there is an expiration date of 2/13. Spoke with distribution, he said the bd came out with an memo in 2008 and in 2010 saying that the use by date is only for international buyers.they didn't want packing different for the states and then for abroad. For the states, sterile until open.this seems strange and confusing for hospitals staff.what was the original intended procedure?an injection.device #1is this a laboratory device or laboratory test?no.